Manufacturer narrative:
The explant due to infection was reported in 2017865-2022-08542.

Event description:
Related manufacturer report number: 2017865-2022-08713. Related manufacturer report number: 2017865-2022-13078. It was reported that the patient presented for an explant procedure due to infection. Prior to the procedure, it was noted that the implantable cardioverter-defibrillator (ICD) was unable to be interrogated by an updated merlin programmer. No intervention was performed to resolve the telemetry loss. There were no patient consequences.